Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states,"persistent pain."

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to onset of pain. The patient was revised and a vanguard total knee was implanted.